Manufacturer narrative:
Block b3: exact date unknown, event occurred a month following device implantation.

Event description:
It was reported that the patient was having difficulty charging the ipg as it had tilted in the pocket. The patient underwent a pocket revision procedure and the ipg was adjusted. The patient was doing well postoperatively and the device remains implanted.